Manufacturer narrative:
Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13513. It was reported, the patient was experiencing pocket heating while charging his scs system. The patient stated, he usually charges once a week for approximately 1 1/2 hours, however, he stated, the area gets "hot" after about 30 minutes of charging and he stops charging to let the area cool off before proceeding to charge. A sjm representative made some recommendations on charging technique and a replacement low energy charger was sent to the patient. Follow-up pending. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.